Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt's programmer displayed the "call your doctor" icon, and the pt was unable to adjust the stimulation. The device displayed an "out of specification (oos)" code after charging. The device turned on and off a couple of times. The oos code was not seen again. The pt's implantable neurostimulator was interrogated and no error codes were seen. An impedance check was performed and electrodes 8-15 were noted to be open, but the lead was not being used. It was later reported that the pt experienced an intermittent shocking sensation. The pt's battery was depleting much quicker than usual, and was taking six to eight hours to recharge. An impedance check was performed and four of the contacts in the 8-15 slot were open. One of those contacts was programmed. The pt was reprogrammed without the 8-15 contacts. The recharging log showed two-hour recharge times. The pt was to meet with the MFR rep. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.